Event description:
On (B)(6) 2015, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that the physician attempted to deploy the rlt261414/13449974 device and the deployment line was not attached to the device. The c3 handle kept turning and there was no deployment. There was no tortuosity while advancing the device, there was no pop or noise heard when the physician was following the instructions for deployment. It is unknown whether the deployment line was not attached or broke. The physician retracted the device and used a new one. The procedure concluded and there was no further sequela. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Addition - the device was returned to gore for evaluation. Per gore engineering the device evaluation showed the first deployment line was found to be broken within the catheter shaft. The end of the deployment line does not show typical signs of a tensile break. The root cause for being unable to perform the first deployment is due to a break in the first deployment line. The root cause for the break on the deployment line could not be determined with the available information.